Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: a review of the pump history indicated that the pump was manually suspended on (B)(6) 2016 at 17:15 and was manually resumed at 18:47. Additionally, a ¿replace battery¿ alarm was recorded on (B)(6) 2016 at 19:05 and deliveries resumed at 19:24. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/18/2016, the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for low blood glucose (bg) of 29mg/dl with headache, dizziness, heart pain, unsteadiness when standing/walking, and confusion associated with an inaccurate delivery issue. The patient was reportedly treated with glucose tablets/gel, intravenous glucose, and intravenous fluids. The reporter stated that the inaccurate delivery issue started on (B)(6) 2016 and that the patient's healthcare provider had adjusted the basal rates and bolus settings related to the incident. Customer technical support reviewed the pump with the reporter. It was noted that the basal delivery totals in the total daily dose history did not match, however the variation was attributed to the pump being suspended and cartridge change(s), which are part of normal pump use. The bolus totals in the bolus history matched the boluses in the total daily dose history. All boluses were recorded as programmed. An air bolus was successfully performed and accurately recorded during troubleshooting. Troubleshooting indicated that the pump's bolus calculation feature was recommending correct dosage(s). The basal history matched the active basal program. No pump defects were found during troubleshooting; the pump was found to be delivering as programmed. Troubleshooting indicated that the patient was miscounting carbohydrates, and the patient was referred to their healthcare provider for diabetes management. However, the reporter insisted that the pump be replaced. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with an alleged inaccurate delivery issue.